Manufacturer narrative:
Investigation summary: a specific cause for the reported event, as well as a direct correlation to heartmate 3 lvas, could not conclusively be determined through this evaluation. The submitted controller event log file contained data from (B)(6) 2019 through (B)(6) 2019. No atypical alarms or events were captured throughout the submitted log files. The actual motor speed remained at or above the low speed limit for the duration of the submitted log files and the pump appeared to be functioning as intended with stable parameters. The account reported that the patient had hematuria with concern for thrombus. Urine cultures were taken which indicated a uti. Thrombus was not confirmed, and all tests were reportedly normal. The patient¿s current status was reported as ¿normal¿. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. No further related complaints have been reported at this time. The heartmate ii lvas IFU lists localized infection, driveline infection, and pump pocket or pseudo pocket infection as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Care instructions regarding preventing infection are also provided in the ¿patient care and management¿ section of this IFU. The manufacturer is closing the file on the event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced hematuria with concern for thrombus. It was determined that there was no thrombus, patient labs were normal however the patient's urine culture indicated that the patient has a urinary tract infection. No further information provided.